Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the swan ganz catheter did not provide the correct values of cco (continuous cardiac output) according to the patient status. When the monitoring started, the cco values displayed were approximately 1.1 l/min. As this cco value was too low according to the patient status, customer did manual thermodilution and the cco increased to 3.8 l/min , which it was the value expected. After two hours from the beginning of the hepatic transplant surgery it seemed that the cco values became stable at 3.21 l/min. However, the cco value performed by manual bolus was 5 l/min. There was no alarm or error message displayed during the issue. There was no allegation of patient injury. Unfortunately, the catheter is not available for evaluation as it was exposed to category a infectious disease: hepatitis.